Event description:
An adc customer's mother stated that her child's fs lite meter's display would freeze with a "zero" on the display and her child was unable to test. She then stated as a result of this issue while at home on (B)(6) 2010, the customer experienced "diabetic shock, was lethargic, had ketones in the blood and would not eat or drink." She further reported the customer was taken to a health care facility, diagnosed with diabetic ketoacidosis, admitted to the hospital and treated with "IV antibiotics". No specific diabetic treatment was reported. The mother also stated her child "was on many medications" however, it is unclear if these medications were part of the child's current regimen or if they were part of the treatment intervention at the hospital. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's products have been requested back for investigation, and a supplemental report will be sent once new information is obtained.